Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found early battery depletion caused by an internal short within the battery. Failure (event) observed during analysis.